Manufacturer narrative:
The referenced scope was returned to the service center. A review of the repair records indicate the scope was returned twice for elevator not functioning issues. The last repair (december 7, 2020) was an inspection only, unable to duplicate the reported elevator will not move up and down. The evaluation confirmed the forceps elevator was not working/responding as there was no up or down movement when manipulating the elevator lever. There were no signs of impact to the elevator unit. Additionally, the evaluation found minor cosmetic wear to the distal end cover, one broken element on the ultrasound image and a minor buckle on the light guide tube. The service group determined the elevator function failure was attributed to material defect. The elevator was repaired to standard specification and was verified prior to being returned to the customer. The investigation is ongoing. Therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center was informed that during receipt inspection, the evis exera ii ultrasound gastro-videoscope forceps elevator/raiser was not functioning at all after returned from repairs. The scope was previously returned twice from repairs for the same issue. No patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred because when the forceps lever was moved vigorously, excessive force was exerted on the forceps rise wire, which led to extension or dissection of the forceps rise wire. Therefore, when the forceps lever was activated, the forceps table was not interlocked, causing the reported issue. The device's instructions for use includes the following warning: "move the elevator control lever slowly in the opposite direction of the "¿u" direction until it stops and visually confirm that the portion of the elevator wire extending from the distal end of the insertion section is not broken or bent. If the elevator wire is broken or bent, patient injury, bleeding, and/or perforation could result."